Event description:
Originally the complaint was reported as "did not work immediately after insertion to the vapr facility. Used same like product to complete the case.". However, the complaint device was received in a condition that we believe is reportable. There is a small section of the distal tip which is missing. We believe that this would only happen during use, and use would only be in the body. We have revisited the decision tree and have reclassified this event to be a "malfunction".

Manufacturer narrative:
The complaint device has been received and evaluated visually. The distal tip of the device, at the 11 o'clock position, appears slightly burnt/melted and degraded. The metal around the active tip also appears to be degraded and has some missing mass. Mitek is aware of this failure mode. A product problem investigation lead to a few manufacturing changes that were implemented to lessen the occurrence of this issue. In addition to these changes, several hypotheses have been developed from historical issues that could potentially lead to this type of failure: tip burial activation: this can cause carbon tracking between active and return creating an "output short" error code on the generator. This is considered to be a user issue and external failure. Activation outside of the saline field: this can cause thermal damage to the tip, in turn reducing the distance between the active and return paths. This is considered to be a user issue and external failure. Also, this is a single use device, and it is not established if the device in fact saw only one usage, in other words there is the question of the possibility that the complaint device has been reprocessed, which would add another dimension to the failure issue. A batch record review has been conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of 400 devices that were released to distribution. Outside of the above hypotheses we cannot discern any other root cause for the complaint device's condition. At this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.